Event description:
The physician fired a clip and the tip or sleeve of the applier sheared off in the breast. The nurse and radiolotist removed the tip or sleeve of the applier from the breast with forceps. They believe the clip remained in the breast as it should. The physician prescribed antibiotics for the pt. There was not consequence to the pt.